Event description:
It was reported that the user was unable to attach the infusion set connector to the ilet, and a caregiver subsequently attached a new connector without further issues; replacement standard connectors were arranged and photographs were requested for documentation. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included product troubleshooting and user education. Investigation of this case revealed that the connection issue was resolved after changing the connector, with no device performance impact reported. It was concluded that the event involved a connector attachment difficulty that was corrected with replacement supplies, with no patient harm and no blood glucose impact.